Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently, the pump shutdown. Customer¿s blood glucose level 146-206 mg/dl. In addition, it was reported that the battery's gauge was observed to be fluctuating. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.